Manufacturer narrative:
(B)(4). Date sent: 05/17/2023. Additional information was requested, and the following was received: no additional information available.

Manufacturer narrative:
(B)(4). H6: health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? (B)(6) 2023 procedure was an exploratory laparotomy; obstruction, due to a mass in the right colon. Did the patient receive any preoperative chemotherapy or radiation? Unknown; information has been requested. Does the surgeon believe that the ethicon tlc75 device caused or contributed to the post-op leak or is the surgeon attributing the leak to patient tissue factors due to the necrosis of the patient¿s tissue? Surgeon reported that he doesn¿t know the exact cause of the leak. Were other stapling or suturing devices used when creating the anastomosis? No. Were there any issues experienced with the device in the initial surgical procedure? One of the staple lines (not the anastomosis) showed a small leak after transection; staple line was over sewed. The exact cause of the leak is unknown. Was the device difficult to assemble/close? Unknown; information has been requested. Was the device difficult to fire; was the force to fire higher than expected? Unknown; information has been requested. How was the integrity of the anastomosis checked intraoperatively? Unknown; information has been requested. How was the leak identified? Visually identified during the re-operation on 4/20/23. Was the site of the leak identified? If so, where and what was observed? The anastomotic staple line was white with sporadic black spots indicating necrosis. When the colon was squeezed, liquid stool was leaking through the anastomotic staple line. Was it leaking through the staple line? Yes. Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Is the ileostomy temporary or permanent? Unknown; none that were reported. It was reported during the case on (B)(6) 2023, that it¿s unknown at this time whether the ileostomy can be reversed or not; it¿s dependent on how the patient responds to cancer treatment. What is the current status of the patient? Unknown; information has been requested. Patient additional information - it was reported that the male patient had metastatic colon cancer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient experienced a post-op leak after having a hand-assisted, right colectomy performed on 4/18. Due to a post-op leak, a re-operation was performed on 4/20. The anastomotic staple line was necrotic and was the source of the leak. The ileocolonic anastomosis was removed and repaired. A diverting ileostomy was created. The patient is in stable condition.